Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the muscle spasms was not determined. They think there may be short in the patient's system. At this point the patient's system is not working at all. The patient is being scheduled for a surgical consult for her to have a system replacement. They are currently finding a doctor that is comfortable putting in cervical leads. The revision is to be determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. If the patient laid flat on the floor, muscles around stimulator start to spasm. Patient reported she noticed this on tuesday when she had an x-ray when she laid on her back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had her ins replaced on (B)(6) 2019. The patient's complete system was removed. No further information was reported.